Event description:
The dentist reported this screw fractured.

Manufacturer narrative:
The complaint investigator¿s visual inspection of the returned component confirmed a fracture near the head of the screw and hex damaged. Dimensional and functional inspection cannot be performed due to the damage of the as returned product. The review of the device history record and complaint history did not provide any indication of a manufacturing deviation that would contribute to this event. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.